Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2009; 305u27 tissue valve, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the hospital due to numbness in their hands and feet. There was evidence of some right ventricular (rv) lead oversensing due to an unknown cause. No further patient complications have been reported as a result of this event.